Event description:
Patient's shoulder was induced with excess amount of saline during arthroscopic surgery. Dose or amount: unk. Dates of use: one day in 2007. Diagnosis or reason for use: arthroscopic shoulder surgery.